Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified sensor scan results in comparison to unspecified readings from competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer "felt funny, felt going low" and eventually had loss of consciousness. The customer was unable to self-treat and so their caregiver performed a finger prick test. The customer had contact with a healthcare professional, who treated them with a can of coke. There was no report of death or permanent impairment associated with this event. Reportedly, scan result of 26.50 mmol/L on the ADC device compared to glucose reading of 3.80 mmol/L obtained on competitor brand meter. and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.